Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on jan 31, 2018 under authorization number e19974033 for manufacturer abbott under (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on jan 31, 2018 under authorization number e19974033 for manufacturer abbott under (B)(4).